Event description:
It was reported the pt's device was "turning off itself." It was stated the pt was having problems with their pt programmer. The pt could decrease, but not increase, their stimulation. No further info could be obtained.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.